Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) back to back with a result of 172 mg/dl on the active s system when testing was performed within 10 minutes. Reporter stated he side dosed the strip for the lo result and he had eaten an apple before it. Reporter obtained the 172 mg/dl after receiving education on proper dosing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.